Manufacturer narrative:
The customer¿s report of the IV tubing comes apart just below the pump segment (determined to be separation at the upper fitment) was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted that the silicone segment was completely separated from the upper fitment. Further visual inspection of the silicone segment observed retainer ring indentations, indicating that the ring had been assembled onto the set. No crush marks were observed on the upper fitment or retainer ring and no other abnormalities were observed. Functional testing was deemed unnecessary due to the separation and obvious leaking that would occur. Dimensional testing was performed on the upper fitment and tubing was within the required specification. The root cause of the separation was not determined.

Event description:
It was reported that the IV tubing comes apart just below the pump segment. It was confirmed during follow up that there was no patient harm as a result of this event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported the IV tubing comes apart just below the pump segment.